Event description:
Leica biosystems received a complaint of under processed tissue. The complainant reported about 200 specimens are raw/underprocessed. The assigned leica biosystems field applications specialist (fas) documented the following information, "the pathologist told me in person on (B)(6) 2022 that several cases were undiagnosed, he guessed at least 4 cases, however the lab manager has not provided me with further details." Patient identifier information for the undiagnosable patient cases was requested but has not yet been received.